Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2026 [related manufacturer reference number: 3006705815-2026-01786], the left lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the left lead was replaced to address the issue.